Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of multiple hospitalizations due to changed medications. The customer was wearing the insulin pump during the hospitalizations but had issues with no delivery during bolus. The customer was in the intensive care unit since (B)(6) 2017. The customer was also hospitalized on (B)(6) 2016. The customer relapsed and was hospitalized during the months of (B)(6) 2016, as well as on (B)(6) 2017. The customer had nausea and was vomiting. They had diabetic ketoacidosis and multiple high blood glucose levels. On (B)(6) 2016, the customer's blood glucose levels were around 800 mg/dl. While on (B)(6) 2017, the customer's high blood glucose levels were around 700 mg/dl to 800 mg/dl. The customer's high blood glucose level on (B)(6) 2017 was 789 mg/dl. Their high blood glucose was treated with multiple daily injections. Their most recent blood glucose level was 162 mg/dl. The customer will not return the device for analysis.